Event description:
It was reported that the patient presented to the ER on the morning of (B)(6) 2010 with complaints of severe spasticity (which had abruptly returned) when she awoke. She also complained of being hot (was running fever). The patient's managing physician was called. The managing physician examined the patient, and after ruling out other things itb withdrawal was considered. The patient was taken to interventional radiology, so that the pump/catheter access port could be accessed and a dye study attempted. X-ray was done. The catheter access port (cap) was accessed; however no csf was able to be drawn back. Since the patient was being closely monitored, dye was attempted to be pushed, but no dye was able to be pushed through the catheter either. The patient noted that the pump had flipped several times. As the day progressed, the patient's symptoms became worse. The patient's blood pressure dropped, spasms became more severe and she began going into rhabdomyolysis. Neurosurgery had been consulted, and pt was taken into the operating room for a catheter revision. At this point, the patient had been given ativan and was obtunded. In the operating room the pocket was opened, and it was found that there was a "ball" of tightly wound catheter right at the pump/catheter connection site. The catheter was still connected to pump. The pump was no longer sutured to the fascia. The surgeon disconnected the catheter and "undid" the catheter. After doing so, the surgeon was still unable to pull csf, so the back site was opened. The catheter appeared to have pulled out of the spine site as well (not all the way). An entirely new catheter was put in and connected to the existing pump. Patient then went to neuro ICU to recover. The patient received a 50 mcg bolus of lioresal 500mcg/ml after priming the catheter, and was restarted on 220mcg/day (as this was acute on-set of symptoms). It was noted that the catheter was not going to be returned for analysis, the facility kept it. The patient recovered without sequela and was discharged on (B)(6) 2010 after the pump was titrated up to a therapeutic level.

Manufacturer narrative:
(B)(4).